Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an electrode. The customer reports stating high impedance. Lot #314409. In 2005, pt was using the parastep stimulator with the dura-stick electrodes at her home. After using the system for approx 5-10 minutes, the batteries on the stimulator went dead and she removed the electrodes from her legs and buttocks. Unbeknownst to her, she had severely burned her upper right buttocks with the electrode. The next month, noticed for the first time, a huge blister on her right buttock. The blister popped. She was taken immediately to hospital, where she was treated for a deep and severe third degree burn to her right buttocks. Twelve days later, wound was not healing properly, so she was taken back to hospital where she underwent several skin debridements. This treatment was not successful and, therefore, ten days later, she was re-admitted to the hospital and underwent surgical debridement performed by her plastic surgeon. Burn injury measured approx. 10 cm x 12 cm in area.